Event description:
It was reported that the patient presented in clinic for a routine check-up. It was observed that the right-atrial (ra) lead was dislodged and exhibited failure to capture. As a resolution the ra lead was explanted and replaced. Patient was recovering.